Event description:
The customer was reported that the system would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced during the service cal. The system was tested and found to be working as intended and put back into service.